Event description:
One had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip [device malfunction]. Case description: this is a spontaneous report from a contactable consumer. The consumer reported that absorbable gelatin (gel-flow nt; lot: 624973; expiration date: 24apr2020) pc-had 2 trimmable tips in it , and the pc-second one had 2 malleable tips in it. As described: this gel-flow nt had 2 trimmable tips in it, instead of one trimmable, and one malleable tip. The reporter stated that the awareness date was 29jan2019. She said that she found this error and this was not reported to her by another person reporter. She said that the product was not labeled with the ndc number. She just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. The product strength and count size dispensed was reported to be 6ml. The action taken with absorbable gelatin in response to the events and outcome were unknown. Amendment: this follow-up report is being submitted to amend previously reported information: this case, previously considered invalid due to product quality complaint only, has been reassessed and upgraded to a malfunction device report. Information was reported by the product quality complaint group on 06feb2019 as follows: investigation results: the product quality complaints provided the following: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendations: supplier vendor to conduct a full root cause investigation with input from coqa, gts p&ds; along with any additional information received from the complainant (if applicable). Pictures and/or additional details requested from complainant (pfizer sales representative). Investigation results: nce and change history: a search of nces within agile for the lot number 624973 and associated subassemblies did not identify any previous non-conformances or cos that may have caused this issue. Batch record: reviewing the DHR, there were no anomalies associated with this lot. Visual inspection of retains: no retains are available from this lot to inspect. Risk assessment: potential severity: 1 - negligible. Occurrence: 2 - improbable.risk: low. Escalation decision: not required. Correction: no correction required at this time since it is the first known occurrence. Will continue to monitor. Potential severity rationale: per ra1514 rh, "two of the same applicator tip loaded into pouches" has an associated severity 1. On 15mar2019, additional information was provided by the product quality complaint group: lot number: 624973/expiration date: apr2020. Description of complaint: the caller is a pfizer sales rep. Calling about the medication gel-flow nt. The caller reported that she was opening the demo product for education practice for tomorrow (B)(6) 2019. She reported that this gel-flow nt had 2 trimmable tips in it, instead of one trimmable and one malleable tip. Caller said that the awareness date was today 29jan 2019. She said that she found this error and this was not reported to her by another reporter. She said that the product is not labeled with the ndc number. She said that she just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. Product strength and count size dispensed: 6ml. No follow up attempts are needed. No further information is expected. Follow-up (12dec2019): this is a follow-up spontaneous report from product quality complaint, summary from product quality complaint group on 12dec2019 as follows: site sample status was not received. Packaging is sealed and intact. It is related to potential ae. It is sterile product. Probable cause is that operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. Severity of harm is s1. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). No serious harm or injury was reported. The kit was part of an educational demonstration. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Follow-up (23dec2019): this case was downgrade to no malfunction; according to latest/final pqc result on 12dec2019, case confirmed as no device malfunction, severity ranking is s1 .

Manufacturer narrative:
Investigation results: the product quality complaints provided the following: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendation

Manufacturer narrative:
On 12dec2019, the product quality group provided the following: site sample status was not received. Packaging is sealed and intact. It is related to potential ae. It is sterile product. Probable cause is that operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. Severity of harm is s1. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). No serious harm or injury was reported. The kit was part of an educational demonstration. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. On 06feb2019, the following was reported by the product quality complaint group: investigation results: outcome of investigation: returned samplereview: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard numb.

Event description:
One had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip [device malfunction]. Case description: this is a spontaneous report from a contactable consumer. The consumer reported that absorbable gelatin (gel-flow nt), lot number: 624973; expiration date: 30apr2020, (previously reported as 24apr2020) had "pc-had 2 trimmable tips in it, and the pc-second one had 2 malleable tips in it." As described: this gel-flow nt had 2 trimmable tips in it, instead of one trimmable, and one malleable tip. The reporter stated that the awareness date was 29jan2019. She said that she found this error and this was not reported to her byanother person reporter. She said that the product was not labeled with the ndc number. She just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. The product strength and count size dispensed was reported to be 6ml. The action taken with absorbable gelatin in response to the events and outcome were unknown. On 12dec2019, the product quality group provided the following: site sample status was not received. Packaging is sealed and intact. It is related to potential ae. It is sterile product. Probable cause is that operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. Severity of harm is s1. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). No serious harm or injury was reported. The kit was part of an educational demonstration. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. On 06feb2019, the following was reported by the product quality complaint group: investigation results: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion: (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendations: supplier vendor to conduct a full root cause investigation with input from coqa, gts p&ds; along with any additional information received from the complainant (if applicable). Pictures and/or additional details requested from complainant (pfizer sales representative). Investigation results: nce and change history: a search of nces within agile for the lot number 624973 and associated subassemblies did not identify any previous non-conformances or cos that may have caused this issue. Batch record: reviewing the DHR, there were no anomalies associated with this lot. Visual inspection of retains: no retains are available from this lot to inspect. Risk assessment: potential severity: 1 - negligible. Occurrence: 2 - improbable. Risk: low. Escalation decision: not required. Correction: no correction required at this time since it is the first known occurrence. Will continue to monitor. Potential severity rationale: per ra1514 rh, "two of the same applicator tip loaded into pouches" has an associated severity 1. On 15mar2019, additional information was provided by the product quality complaint group: lot number: 624973/ expiration date: apr2020. Description of complaint: the caller is a pfizer sales rep. Calling about the medication gel-flow nt. The caller reported that she was opening the demo product for education practice for tomorrow 30jan2019. She reported that this gel-flow nt had 2 trimmable tips in it, instead of one trimmable and one malleable tip. Caller said that the awareness date was today 29jan2019. She said that she found this error and this was not reported to her by another reporter. She said that the product is not labeled with the ndc number. She said that she just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. Product strength and count size dispensed: 6ml. On 21jan2020, the consumer confirmed that there was no patient involvement. The error was discovered on demo product while preparing for a sales demonstration. It was again described as there was one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; the second one had 2 malleable tips in it and did not contain the trimmable tip. The product sent back to pfizer was for demonstration use only. On 06feb2020, the product quality complaint group provided the following updated investigation findings/summary: product lot number 624973; expiration date: 30apr2020. Samples available: yes; sample status: requested; photos available: no. Reasonably suggest device malfunction: yes. Severity of harm: s3. Conclusion: a summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). The kit was part of an educational demonstration. Although no serious harm or injury was reported due to no patient involvement. If this were to reoccur, there is a potential of a serious injury with delated surgical procedure making this complaint reportable. Review of complaint description concludes this is a reportable malfunction. Follow-up (06feb2019): amendment: this follow-up report is being submitted to amend previously reported information: this case, previously considered invalid due to product quality complaint only, has been reassessed and upgraded to a malfunction device report. Follow-up (12dec2019): this is a follow-up spontaneous report from product quality complaint, summary from product quality complaint group on 12dec2019 reported. Follow-up (23dec2019): this case was downgrade to no malfunction; according to latest/final pqc result on 12dec2019, case confirmed as no device malfunction, severity ranking is s1 . Follow-up (21jan2020): new information reported from a contactable consumer includes: confirms there was no patient involved; product was for demonstration purposes only. Follow-up (06feb2020): new information reported from the product quality complaint group includes: updated investigation findings/summary. Case upgraded to malfunction report with severity of harm: s3. Company clinical evaluation comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip [device malfunction], , narrative: this is a spontaneous report from a contactable consumer. The consumer reported that absorbable gelatin (gel-flow nt), lot number: 624973; expiration date: 30apr2020, (previously reported as 24apr2020) had "pc-had 2 trimmable tips in it, and the pc-second one had 2 malleable tips in it." As described: this gel-flow nt had 2 trimmable tips in it, instead of one trimmable, and one malleable tip. The reporter stated that the awareness date was 29jan2019. She said that she found this error and this was not reported to her by another person reporter. She said that the product was not labeled with the ndc number. She just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. The product strength and count size dispensed was reported to be 6ml. The action taken with absorbable gelatin in response to the events and outcome were unknown. On (B)(6)2019, the product quality group provided the following: site sample status was not received. Packaging is sealed and intact. It is related to potential ae. It is sterile product. Probable cause is that operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. Severity of harm is s1. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). No serious harm or injury was reported. The kit was part of an educational demonstration. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. On (B)(6)019, the following was reported by the product quality complaint group: investigation results: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion: (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in (B)(6)2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendations: supplier vendor to conduct a full root cause investigation with input from coqa, gts p&ds; along with any additional information received from the complainant (if applicable). Pictures and/or additional details requested from complainant (pfizer sales representative). Investigation results: nce and change history: a search of nces within agile for the lot number 624973 and associated subassemblies did not identify any previous non-conformances or cos that may have caused this issue. Batch record: reviewing the DHR, there were no anomalies associated with this lot. Visual inspection of retains: no retains are available from this lot to inspect. Risk assessment: potential severity: 1 - negligible. Occurrence: 2 - improbable. Risk: low. Escalation decision: not required. Correction: no correction required at this time since it is the first known occurrence. Will continue to monitor. Potential severity rationale: per ra1514 rh, "two of the same applicator tip loaded into pouches" has an associated severity 1. On 15mar2019, additional information was provided by the product quality complaint group: lot number: 624973/ expiration date: apr2020. Description of complaint: the caller is a pfizer sales rep. Calling about the medication gel-flow nt. The caller reported that she was opening the demo product for education practice for tomorrow (B)(6)2019. She reported that this gel-flow nt had 2 trimmable tips in it, instead of one trimmable and one malleable tip. Caller said that the awareness date was today 29jan2019. She said that she found this error and this was not reported to her by another reporter. She said that the product is not labeled with the ndc number. She said that she just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. Product strength and count size dispensed: 6ml. On (B)(6)2020, the consumer confirmed that there was no patient involvement. The error was discovered on demo product while preparing for a sales demonstration. It was again described as there was one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; the second one had 2 malleable tips in it and did not contain the trimmable tip. The product sent back to pfizer was for demonstration use only. On 06feb2020, the product quality complaint group provided the following updated investigation findings/summary: product lot number 624973; expiration date: 30apr2020. Samples available: yes; sample status: requested; photos available: no. Reasonably suggest device malfunction: yes. Severity of harm: s3. Conclusion: a summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). The kit was part of an educational demonstration. Although no serious harm or injury was reported due to no patient involvement. If this were to reoccur, there is a potential of a serious injury with delated surgical procedure making this complaint reportable. Review of complaint description concludes this is a reportable malfunction. Follow-up (06feb2019): amendment: this follow-up report is being submitted to amend previously reported information: this case, previously considered invalid due to product quality complaint only, has been reassessed and upgraded to a malfunction device report. Follow-up (12dec2019): this is a follow-up spontaneous report from product quality complaint, summary from product quality complaint group on 12dec2019 reported. Follow-up (23dec2019): this case was downgrade to no malfunction; according to latest/final pqc result on 12dec2019, case confirmed as no device malfunction, severity ranking is s1 . Follow-up (21jan2020): new information reported from a contactable consumer includes: confirms there was no patient involved; product was for demonstration purposes only. Follow-up (06feb2020): new information reported from the product quality complaint group includes: updated investigation findings/summary. Case upgraded to malfunction report with severity of harm: s3. Company clinical evaluation comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Amendment: this is a follow-up report to notify us food and drug administration (FDA) that MFR report number 1810189-2019-00093 and MFR report number 1810189-2019-00095 are duplicate. All subsequent follow-up information will be reported under MFR report number 1810189-2019-00093. MFR report number 1810189-2019-00095 is to be considered as deleted., comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time.

Manufacturer narrative:
On (B)(6)2019, the product quality group provided the following: site sample status was not received. Packaging is sealed and intact. It is related to potential ae. It is sterile product. Probable cause is that operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. Severity of harm is s1. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). No serious harm or injury was reported. The kit was part of an educational demonstration. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. On 06feb2019, the following was reported by the product quality complaint group: investigation results: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion: (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendations: supplier vendor to conduct a full root cause investigation with input from coqa, gts p&ds; along with any additional information received from the complainant (if applicable). Pictures and/or additional details requested from complainant (pfizer sales representative). Investigation results: nce and change history: a search of nces within agile for the lot number 624973 and associated subassemblies did not identify any previous non-conformances or cos that may have caused this issue. Batch record: reviewing the DHR, there were no anomalies associated with this lot. Visual inspection of retains: no retains are available from this lot to inspect. Risk assessment: potential severity: 1 - negligible. Occurrence: 2 - improbable. Risk: low. Escalation decision: not required. Correction: no correction required at this time since it is the first known occurrence. Will continue to monitor. Potential severity rationale: per ra1514 rh, "two of the same applicator tip loaded into pouches" has an associated severity 1. On 15mar2019, additional information was provided by the product quality complaint group: lot number: 624973/ expiration date: apr2020. Description of complaint: the caller is a pfizer sales rep. Calling about the medication gel-flow nt. The caller reported that she was opening the demo product for education practice for tomorrow 30jan2019. She reported that this gel-flow nt had 2 trimmable tips in it, instead of one trimmable and one malleable tip. Caller said that the awareness date was today 29jan2019. She said that she found this error and this was not reported to her by another reporter. She said that the product is not labeled with the ndc number. She said that she just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. Product strength and count size dispensed: 6ml. On 06feb2020, the product quality complaint group provided the following updated investigation findings/summary: samples available: yes; sample status: requested; photos available: no. Reasonably suggest device malfunction: yes. Severity of harm: s3. Conclusion: a summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). The kit was part of an educational demonstration. Although no serious harm or injury was reported due to no patient involvement. If this were to reoccur, there is a potential of a serious injury with delated surgical procedure making this complaint reportable. Review of complaint description concludes this is a reportable malfunction.

Manufacturer narrative:
Investigation results: the product quality complaints provided the following: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: (B)(4), specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendation

Event description:
Event verbatim [preferred term] one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip [device malfunction] , . Case narrative:this is a spontaneous report from a contactable consumer. The consumer reported that absorbable gelatin (gel-flow nt; lot: 624973; expiration date: 24apr2020) pc-had 2 trimmable tips in it , and the pc-second one had 2 malleable tips in it. As described: this gel-flow nt had 2 trimmable tips in it, instead of one trimmable, and one malleable tip. The reporter stated that the awareness date was (B)(6) 2019. She said that she found this error and this was not reported to her by another person reporter. She said that the product was not labeled with the ndc number. She just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. The product strength and count size dispensed was reported to be 6ml. The action taken with absorbable gelatin in response to the events and outcome were unknown. Amendment: this follow-up report is being submitted to amend previously reported information: this case, previously considered invalid due to product quality complaint only, has been reassessed and upgraded to a malfunction device report. Information was reported by the product quality complaint group on 06feb2019 as follows: investigation results: the product quality complaints provided the following: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendations: supplier vendor to conduct a full root cause investigation with input from coqa, gts p&ds; along with any additional information received from the complainant (if applicable). Pictures and/or additional details requested from complainant (pfizer sales representative). Investigation results: nce and change history: a search of nces within agile for the lot number 624973 and associated subassemblies did not identify any previous non-conformances or cos that may have caused this issue. Batch record: reviewing the DHR, there were no anomalies associated with this lot. Visual inspection of retains: no retains are available from this lot to inspect. Risk assessment: potential severity: 1 - negligible. Occurrence: 2 - improbable. Risk: low. Escalation decision: not required. Correction: no correction required at this time since it is the first known occurrence. Will continue to monitor. Potential severity rationale: per ra1514 rh, "two of the same applicator tip loaded into pouches" has an associated severity 1. On 15mar2019, additional information was provided by the product quality complaint group: lot number: 624973/expiration date: apr2020. Description of complaint: the caller is a pfizer sales rep. Calling about the medication gel-flow nt. The caller reported that she was opening the demo product for education practice for tomorrow (B)(6) 2019. She reported that this gel-flow nt had 2 trimmable tips in it, instead of one trimmable and one malleable tip. Caller said that the awareness date was today (B)(6) 2019. She said that she found this error and this was not reported to her by another reporter. She said that the product is not labeled with the ndc number. She said that she just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. Product strength and count size dispensed: 6ml. No follow up attempts are needed. No further information is expected. Follow-up (12dec2019): this is a follow-up spontaneous report from product quality complaint, summary from product quality complaint group on 12dec2019 as follows: site sample status was not received. Packaging is sealed and intact. It is related to potential ae. It is sterile product. Probable cause is that operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. Severity of harm is s1. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the device kit was missing a part or had the wrong part of the product available (2 trimmable tips rather than 1 trimmable and 1 malleable tip). No serious harm or injury was reported. The kit was part of an educational demonstration. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking. Company evaluation case comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time., comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time.

Manufacturer narrative:
Investigation results: the product quality complaints provided the following: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips.CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendation.

Event description:
One had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip [device malfunction]. Case narrative: this is a spontaneous report from a contactable consumer. The consumer reported that absorbable gelatin (gel-flow nt; lot: 624973; expiration date: 24apr2020) pc-had 2 trimmable tips in it , and the pc-second one had 2 malleable tips in it. As described: this gel-flow nt had 2 trimmable tips in it, instead of one trimmable, and one malleable tip. The reporter stated that the awareness date was 29jan2019. She said that she found this error and this was not reported to her by another person reporter. She said that the product was not labeled with the ndc number. She just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. The product strength and count size dispensed was reported to be 6ml. The action taken with absorbable gelatin in response to the events and outcome were unknown. Amendment: this follow-up report is being submitted to amend previously reported information: this case, previously considered invalid due to product quality complaint only, has been reassessed and upgraded to a malfunction device report. Information was reported by the product quality complaint group on 06feb2019 as follows: investigation results: the product quality complaints provided the following: outcome of investigation: returned sample review: n/a - no sample was provided. Complaints history (product & site) review: this is the first complaint related to the inclusion of two of the same tip and/or a missing tip in the packaging. The internal deviation review: there are no deviations associated with this batch and its subassemblies. Review of process (including design controls / risk file) & analytical records: a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. Severity 3 for the hazard of 'incorrect output / appearance' - since the failure to include the correct tips, at worst case, may cause a surgical delay that could result in bleeding that can be controlled through other methods. The supplier vendor assigned a severity of 1 to this failure mode. However, pfizer assigned a severity of 3. The most related hazard/harm is: hazard ID: h01-01, specifically: hazard number: incorrect output/appearance. Hazardous situation: product is not applied. Harm: no harm to patient, frustrated physician/staff, inconvenienced physician/staff. Complaint conclusion (unconfirmed/ confirmed/ justified) & rationale: to be determined; investigation acknowledges that the reported defect could have resulted from operator error. Based on the hal and pfmeca, the worst case is a surgical delay that could result in bleeding that can be controlled through other methods. Root cause: probable cause (preliminary): operator had assembled the device using two malleable tips and on the subsequent device used two trimmable tips. CAPA (if applicable): no capas identified as a result of this complaint. This lot was manufactured in may2018. Containment: none required as the worst case may cause a surgical delay that could result in bleeding that can be controlled through other methods. Ongoing actions/next steps/ recommendations: supplier vendor to conduct a full root cause investigation with input from coqa, gts p&ds; along with any additional information received from the complainant (if applicable). Pictures and/or additional details requested from complainant (pfizer sales representative). Investigation results: nce and change history: a search of nces within agile for the lot number 624973 and associated subassemblies did not identify any previous non-conformances or cos that may have caused this issue. Batch record: reviewing the DHR, there were no anomalies associated with this lot. Visual inspection of retains: no retains are available from this lot to inspect. Risk assessment: potential severity: 1 - negligible. Occurrence: 2 - improbable.risk: low. Escalation decision: not required. Correction: no correction required at this time since it is the first known occurrence. Will continue to monitor. Potential severity rationale: per ra1514 rh, "two of the same applicator tip loaded into pouches" has an associated severity 1. On 15mar2019, additional information was provided by the product quality complaint group: lot number: 624973/expiration date: apr2020. Description of complaint: the caller is a pfizer sales rep. Calling about the medication gel-flow nt. The caller reported that she was opening the demo product for education practice for tomorrow 30jan2019. She reported that this gel-flow nt had 2 trimmable tips in it, instead of one trimmable and one malleable tip. Caller said that the awareness date was today 29jan2019. She said that she found this error and this was not reported to her by another reporter. She said that the product is not labeled with the ndc number. She said that she just opened another one from the same lot and this one had 2 malleable tips and did not contain the trimmable tip. Product strength and count size dispensed: 6ml. No follow up attempts are needed. No further information is expected. Company evaluation case comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time., comment: this is consumer report, and reported event of "one had 2 trimmable tips in it, instead of one trimmable and one malleable tip; second one had 2 malleable tips in it and did not contain the trimmable tip" coded as device malfunction did not cause serious injury in the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury (cause a surgical delay that could result in bleeding) to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time.